Event description:
According to the reporter: the suture reload was misplaced upon removal of endostitch device due to needle cracking in half. The needle was found outside the pt on drape.

Manufacturer narrative:
(B)(4).